Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that the occlusion blockage was located at the infusion set site and had high blood glucose levels of 383 mg/dl which was treated with correction bolus via pump on (B)(6) 2026.